Event description:
It was reported that during implant, the set screw of the device was out of the header. The device was not implanted and another device used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.